Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not insert a prefilled cartridge into the ilet pump or secure the connector; despite multiple rewinds and priming the tubing without a cartridge, images showed the piston not fully rewound, and a replacement ilet was provided. Symptoms included no adverse health effects, and blood glucose was not affected. Outcomes included no alerts or alarms and no need for medical care. Investigation included technical troubleshooting and user education conducted remotely with visual verification of the piston position. Investigation of the returned device revealed a pump mechanism issue consistent with an incomplete piston rewind that prevented cartridge seating and attachment, implicating the pump assembly within the cartridge chamber.